Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 404 mg/dl because her insulin pump is not delivering the insulin. Customer stated that he has changed his infusion set and his blood glucose still high. Customer also stated that his insulin pump is not giving any alarms. Nothing further was reported.